Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher for analysis. The implant had evidence of stretching along proximal end, leading towards proximal tie knot. The proximal tie-knot was present on the implant, with the end not visible within uv the adhesive. There was no evidence of damage to the delivery pusher. Upon dissection, the distal end of the monofilament was located approximately .5cm from distal tip, with evidence of a tensile failure. Based on the available information and evaluation of the returned device, the complaint can be confirmed; there was evidence of tensile failure of the monofilament. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Event description:
It was reported that during advancing and withdrawal of the coil through the catheter, the coil got stuck and detached without use of the controller in the catheter. Both segments of the coil were removed in their entirety with the catheter from the patient. There was no reported intervention or patient injury. The patient was reported to be fine.